Event description:
Case description: no consent for safety follow up, hence no further information available. Since last submission the case has been updated with the following information expected date of follow up report were extended for the suspects novopen 3 and novopen 4. Imdrf codes b, c, d, g were added for the suspects novopen 3 and novopen 4 no consent hence no further information available updated in narrative updated accordingly.

Event description:
Case description: since last submission the case have been updated with the following expected date of follow up was extended narrative updated accordingly.

Event description:
Case description: investigation result: novopen 3 batch: lsc7251 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Dirt was observed inside and outside the dose indicator window . Dirt was observed on dose indicator barrel and cartridge holder. Dirt was observed on the clip of the cap tube. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Novopen 3 batch: rsc6937 the product was not returned for examination. Novopen 4, batch: unknown no investigation was possible, because neither sample nor batch number was available. No consent for safety follow up, hence no further information available. Since last submission the case has been updated with the following information "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 16-dec-2025: the suspected device novopen 3 (batch: lsc7251) has been returned to novo nordisk for assessment. On preliminary examination, dirt noted inside and outside the device. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. 16-dec-2025: the suspected device novopen 3 (batch: rsc6937) has not been returned to novo nordisk for assessment. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Errors in product handling such as leaving the needle attached to the device between injections or reusing needles can impact the device's performance, alter dosage accuracy, and potentially result in unstable blood glucose levels. 16-dec-2025: the suspected device novopen 4 (batch: unknown) has not been returned to novo nordisk for assessment. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Errors in product handling such as leaving the needle attached to the device between injections or reusing needles can impact the device's performance, alter dosage accuracy, and potentially result in unstable blood glucose levels. H3 continued: evaluation summary novopen 3 batch: lsc7251 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Dirt was observed inside and outside the dose indicator window. Dirt was observed on dose indicator barrel and cartridge holder. Dirt was observed on the clip of the cap tube. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Unstable blood glucose levels [blood glucose abnormal], novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. [Device delivery system issue]. Case description: this serious spontaneous case from china was reported by a consumer as "unstable blood glucose levels (blood glucose abnormal)" with an unspecified onset date, "novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue)" with an unspecified onset date, and concerned a elderly female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", novolin 30r penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "type 2 diabetes". Patient height, weight and body mass index were not reported. Current condition: type 2 diabetes (since 1986). Concomitant products included - novofine (needle), acarbose, metformin. On an unspecified date, customer reported that the patient encountered issues with novopen 3 and novopen 4. Novopen 4 was currently functioning but occasionally experiences difficulty with injection. Patient began using novolin 30r penfill (specific start date not reported). While using novolin 30r penfill, patient was hospitalized 2-3 years ago due to unstable blood glucose levels, but the doctor recommended continuing with novolin 30r penfill (hospitalization details not reported). Batch numbers: novopen 3: lsc7251, novopen 3: rsc6937, novopen 4: requested, novolin 30r penfill: requested. Action taken to novopen 3 was not reported. Action taken to novolin 30r penfill was not reported. The outcome for the event "unstable blood glucose levels (blood glucose abnormal)" was not reported. The outcome for the event "novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue)" was not reported. Reporter's causality (novopen 3), unstable blood glucose levels (blood glucose abnormal): unknown. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue): unknown. Company's causality (novopen 3). Unstable blood glucose levels (blood glucose abnormal): possible. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue): possible. Reporter's causality (novopen 3). Unstable blood glucose levels (blood glucose abnormal): unknown. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue): unknown. Company's causality (novopen 3). Unstable blood glucose levels (blood glucose abnormal): possible. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue): possible. Reporter's causality (novopen 4). Unstable blood glucose levels (blood glucose abnormal): unknown. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue): unknown. Company's causality (novopen 4). Unstable blood glucose levels (blood glucose abnormal): possible. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device issue): possible. Reporter's causality (novolin 30r penfill). Unstable blood glucose levels (blood glucose abnormal): unknown. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device issue): unknown. Company's causality (novolin 30r penfill). Unstable blood glucose levels (blood glucose abnormal): possible. Novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device issue): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Case was reclassified from nonserious nonexpedited to serious expedited device case based on addition of event "blood glucose abnormal "leading to hospitalization as per follow up received on (B)(6) 2025. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: linked case.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) unstable blood glucose levels [blood glucose abnormal] novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. [Device delivery system issue] leave the needle attached to the pen in between injections [product storage error] not trained by a health care professional in the use of the novopen [product communication issue]. Case description: this serious spontaneous case from china was reported by a consumer as "unstable blood glucose levels(blood glucose abnormal)" with an unspecified onset date , "novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue)" with an unspecified onset date , "leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking)" with an unspecified onset date and concerned a elderly female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", , novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", , novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", , novolin 30r penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "type 2 diabetes", patient height: 168 cm. Patient's weight: 75 kg. Patient's body mass index: 26.57. Current condition: type 2 diabetes (since 1986). Concomitant medications included - acarbose, metformin. It was reported that patient leave the needle attached to the pen in between injections and reuses the needle. Patient was not trained by a health care professional in the use of the novopen. Patient attach the needle to the pen in a 180 degree angle, insulin was stored at 20 degrees celsius, the cartridge holder did not detach from the pen body, patient did not need to split the dose to get the intended dose. The outcome for the event "unstable blood glucose levels (blood glucose abnormal)" was not reported. The outcome for the event "novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection. (Device delivery system issue)" was not reported. The outcome for the event "leave the needle attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "not trained by a health care professional in the use of the novopen (health care provider instructions for product use lacking)" was not reported. Reporter's causality (novopen 3) - unstable blood glucose levels(blood glucose abnormal) : unknown novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : unknown leave the needle attached to the pen in between injections(device stored with needle attached) : unknown not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : unknown company's causality (novopen 3) - unstable blood glucose levels(blood glucose abnormal): possible novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : possible leave the needle attached to the pen in between injections(device stored with needle attached) : possible not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : possible reporter's causality (novopen 3) - unstable blood glucose levels(blood glucose abnormal) : unknown novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : unknown leave the needle attached to the pen in between injections(device stored with needle attached) : unknown not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : unknown company's causality (novopen 3) - unstable blood glucose levels(blood glucose abnormal) : possible novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : possible leave the needle attached to the pen in between injections(device stored with needle attached) : possible not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : possible reporter's causality (novopen 4) - unstable blood glucose levels(blood glucose abnormal) : unknown novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : unknown leave the needle attached to the pen in between injections(device stored with needle attached) : unknown not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : unknown company's causality (novopen 4) - unstable blood glucose levels(blood glucose abnormal) : possible novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : possible leave the needle attached to the pen in between injections(device stored with needle attached) : possible not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : possible reporter's causality (novolin 30r penfill) - unstable blood glucose levels(blood glucose abnormal) : unknown novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : unknown leave the needle attached to the pen in between injections(device stored with needle attached) : unknown not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : unknown company's causality (novolin 30r penfill) - unstable blood glucose levels(blood glucose abnormal) : possible novopen 3 has an issue and novopen 4 was currently functioning but occasionally experiences difficulty with injection.(device delivery system issue) : possible leave the needle attached to the pen in between injections(device stored with needle attached) : possible not trained by a health care professional in the use of the novopen(health care provider instructions for product use lacking) : possible no consent for safety follow up, hence no further information available. Since last submission the case have been updated with the following: new medication error events added. Annexa coding added. No consent hence no further information available updated in narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00153 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00152 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00151 reference notes: medwatch 3500a MFR. Report number preliminary manufacturer comment: (B)(6) 2025: the suspected device has not been returned to novo nordisk for assessment, and no definitive conclusion has been made. Errors in product handling such as leaving the needle attached to the device between injections or reusing needles can impact the device's performance, alter dosage accuracy, and potentially result in unstable blood glucose levels.